Manufacturer narrative:
Date of death: unknown medication: ace inhibitors, asa. Beta blocker, chronic anticoagulant, p2y12 antagonist, statin. If information is provided in the future, a supplemental report will be issued.

Event description:
This event is being reported as part of the svs tevar dissection surveillance this data has been provided to medtronic by a third party (m2s) and is limited and de-identified. Adverse events: death during procedure, death post procedure, death (unknown cause), unexplained sudden death